Manufacturer narrative:
(B)(4) the device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a duovent solution set did not work properly. This occurred during a patient's infusion of heparin. The reporter stated "the fluid line was extremely distorted and it looked like it was beginning to break down". The infusion was completed. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection found the tubing from the set above the y-site distorted and flattened. The reported condition was verified. The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.